Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml lioresal at 91mcg/day via an implantable infusion pump for cerebral palsy and dystonia "with tardiv dyskinesia." It was reported that the patient's mother felt the patient was in withdrawal because of hand clenching and the inability to sleep. The consumer gave the patient 20mg of oral baclofen. The emergency department contacted the rep to interrogate the pump. No anomalies were found when the pump was checked. It was reported that the mother is very anxious and when patient starts to have odd movements from their dyskinesia she often questions function of the pump. It was unknown if the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported. Additional information was received from a manufacturer's representative (rep). It was reported that it was unknown if the symptoms were a device or therapy issue. No further complications were anticipated/reported. Additional information was received from a manufacturer's representative (rep). It was reported that the pump was explanted due to lack of efficacy and discomfort at the pocket site. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 50 0mcg/ml lioresal at 91mcg/day via an implantable infusion pump for cerebral palsy. It was reported that the pump and catheter were explanted due to lack of efficacy and discomfort at the implant site. No further complications were anticipated/reported. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was unknown when the discomfort at the pump site and lack of effect was first noticed. No further complications were reported/anticipated or expected. Additional information was received from a manufacturer's representative (rep). It was reported that the patient's pump had been titrated down and was scheduled for an explant in (B)(6) 2018. The pump was replaced and the dose was titrated from a low dose slowly. The patient's mother felt the pump wasn't working well for him and decided to have it removed. No further complications were anticipated/reported.